Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Please confirm what is the correct lot number in this file: av8002 or au8002 the batch was reported in the event, it was added in the product information since it was not found in the batches thrown by the system. Lot reported: av8002 (no sample available) pending clarification of lot av8002 is valid. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the issue caused a risk to the personnel involved, please confirm if was there any adverse consequence associated with the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? - what tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please provide the source or name of person providing answers to follow-up questions: valid lot: au8002: a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: the actual device batch number associated with this event is not known. The following possible lot numbers were reported: av8002, au8002 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please confirm what is the correct lot number in this file: av8002 or au8002 - it was reported that the issue caused a risk to the personnel involved, please confirm if was there any adverse consequence associated with the patient? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During the procedure, the suture disassembled from the needle, causing a five-minute delay in surgery and risk to the personnel involved. A new suture was passed to continue the procedure. The procedure was completed successfully with no patient consequence. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot au8002, and no non-conformances were identified. Av8002 is not a valid lot number for brazil manufacturing site.